Event description:
It was reported that the patient had a surgery to replace the pressure regulating balloon(prb) of the artificial urinary sphincter(aus) device due to an inguinal hernia causing the prb to migrate. No patient complications were related to this device.